Event description:
It was reported that the device was explanted due to inappropriate shocks caused by t-wave oversensing. No further patient complications have been reported as a result of this event.